Event description:
In 2007, a female with a history of renal failure and diabetes was implanted with a gore propaten vascular graft in an a-v access procedure. In 2008, the pt presented with a ruptured aneurysm of an unknown location. Another gore propaten vascular graft and a viabahn endoprosthesis was used to repair the aneurysm. At about one month later, the pt presented with thrombosis and a pta procedure was performed. This event is part of a data collection study performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.